Event description:
When the device was connected to a patient described as in cardiac arrest, the device inappropriately prompted check electrodes. The patient rhythm analysis could not be performed as a result.

Manufacturer narrative:
The local factory svc rep observed proper device operation through full performance and functional testing. The facility has elected to replace the product in trade for a physio-control defibrillator of newer model.